Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water tube and air/water cylinder with foreign material. The reported fault was likely a result of insufficient cleaning. The non-reportable findings were as follows: the light guide lens cracked, the air/water cylinder and the suction cylinder both had no color, the plug unit was damaged, due to wear of angle wire, the play of up/down knob was out of the standard value, the connecting tube has a scratch, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope was returned for evaluation. During the device evaluation, a white foreign material was found in the air/water tube and the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.